Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") in a 23-year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included premature delivery, subchorionic hemorrhage and ovarian cystectomy. Previously administered products included for an unreported indication: estrogen injection. Concurrent conditions included obesity, ovarian cyst, urinary tract infection, abdominal pain, hemorrhagic ovarian cyst, irregular periods and menometrorrhagia. Concomitant products included levonorgestrel (mirena), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), 4 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced urinary tract infection ("uti/ infection: urinary track"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and abdominal pain ("abdominal area pain"). The patient was treated with antibiotics, hydrocodone and surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the menstrual disorder, vaginal haemorrhage, urinary tract infection, depression, anxiety and abdominal pain outcome was unknown and the menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal-in previous follow up its mentioned that she had essure removed and in current follow up its mentioned that she is currently planning for essure removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Pregnancy test urine - on an unknown date: results: negative. Ultrasound scan vagina - on an unknown date: results: see below where a confirmed a right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: abdominal area pain. Treatment drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's past medical history included premature delivery, subchorionic hemorrhage and ovarian cystectomy. Previously administered products included for an unreported indication: estrogen injection. Concurrent conditions included obesity, ovarian cyst, urinary tract infection, abdominal pain, hemorrhagic ovarian cyst, irregular periods and menometrorrhagia. Concomitant products included levonorgestrel (mirena), nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), urinary tract infection ("uti"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with hydrocodone and surgery ((B)(6) 2015 , supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the menstrual disorder, vaginal haemorrhage, urinary tract infection, depression and anxiety outcome was unknown and the menorrhagia and dyspareunia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal-in previous follow up its mentioned that she had essure removed and in current follow up its mentioned that she is currently planning for essure removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Pelvic and transvaginal ultrasound: where a confirmed a right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet-events uti,depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's past medical history included premature delivery, subchorionic hemorrhage and ovarian cystectomy. Previously administered products included for an unreported indication: estrogen injection. Concurrent conditions included obesity, ovarian cyst, urinary tract infection, abdominal pain, hemorrhagic ovarian cyst, irregular periods and menometrorrhagia. Concomitant products included levonorgestrel (mirena), nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with hydrocodone and surgery ((B)(6) 2015 , supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the menstrual disorder and vaginal haemorrhage outcome was unknown and the menorrhagia and dyspareunia had resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal-in previous follow up its mentioned that she had essure removed and in current follow up its mentioned that she is currently planning for essure removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Pelvic and transvaginal ultrasound: where a confirmed a right ovarian cyst concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc(product technical complaint) on (B)(6) 2018: plaintiff fact sheet received. Concomitant drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's past medical history included premature delivery and subchorionic hemorrhage. Previously administered products included for an unreported indication: estrogen injection. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the menstrual disorder and vaginal haemorrhage outcome was unknown and the menorrhagia and dyspareunia had resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Concomitant disease, historical condition, concomitant drugs and historical drug were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia and did not have hsg performed following insertion of essure micro-inserts nos added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic pain') in a 23-year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included premature delivery, subchorionic hemorrhage and ovarian cystectomy. Previously administered products included for an unreported indication: estrogen injection. Concurrent conditions included obesity, ovarian cyst, urinary tract infection, abdominal pain, hemorrhagic ovarian cyst, irregular periods and menometrorrhagia. Concomitant products included levonorgestrel (mirena), nsaids since 2013 and paracetamol (acetaminophen) since 2013. On 26-aug-2013, the patient had essure inserted. On 1-jan-2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), 4 months 7 days after insertion of essure. On 1-mar-2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On 1-oct-2014, the patient experienced urinary tract infection ("uti/ infection: urinary track"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal area pain"), metrorrhagia ("metrorrhagia"), post procedural complication ("post removal complications"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and cystitis ("bladder infection") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with antibiotics, hydrocodone and surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy,cervix). Essure was removed on 7-may-2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the menstrual disorder, vaginal haemorrhage, urinary tract infection, depression, anxiety, abdominal pain, metrorrhagia, post procedural complication, pregnancy with contraceptive device, vaginal discharge, vaginal infection and cystitis outcome was unknown and the menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date- 26-aug-2009 (as per pif) discrepancy noted in essure removal-in previous follow up its mentioned that she had essure removed and in current follow up its mentioned that she is currently planning for essure removal. She had been treated for pain, bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Pregnancy test urine - on an unknown date: results: negative. Ultrasound scan vagina - on an unknown date: results: see below where a confirmed a right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event post-implant pregnancy and vaginal discharge added., vaginal infection , bladder infection added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic pain') in a 23-year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included premature delivery, subchorionic hemorrhage and ovarian cystectomy. Previously administered products included for an unreported indication: estrogen injection. Concurrent conditions included obesity, ovarian cyst, urinary tract infection, abdominal pain, hemorrhagic ovarian cyst, irregular periods and menometrorrhagia. Concomitant products included levonorgestrel (mirena), nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), 4 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced urinary tract infection ("uti/ infection: urinary track"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal area pain"), metrorrhagia ("metrorrhagia"), post procedural complication ("post removal complications"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and cystitis ("bladder infection") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with antibiotics, hydrocodone and surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy,cervix). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the menstrual disorder, vaginal haemorrhage, urinary tract infection, depression, anxiety, abdominal pain, metrorrhagia, post procedural complication, pregnancy with contraceptive device, vaginal discharge, vaginal infection and cystitis outcome was unknown and the menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 (as per pif). Discrepancy noted in essure removal-in previous follow up its mentioned that she had essure removed and in current follow up its mentioned that she is currently planning for essure removal. She had been treated for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Pregnancy test urine - on an unknown date: results: negative. Ultrasound scan vagina - on an unknown date: results: see below. Where a confirmed a right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic pain') in a 23-year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included premature delivery, subchorionic hemorrhage and ovarian cystectomy. Previously administered products included for an unreported indication: estrogen injection. Concurrent conditions included obesity, ovarian cyst, urinary tract infection, abdominal pain, hemorrhagic ovarian cyst, irregular periods and menometrorrhagia. Concomitant products included levonorgestrel (mirena), nsaids since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), 4 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced urinary tract infection ("uti/ infection: urinary track"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal area pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with antibiotics, hydrocodone and surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy,cervix). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the menstrual disorder, vaginal haemorrhage, urinary tract infection, depression, anxiety, abdominal pain, metrorrhagia and post procedural complication outcome was unknown and the menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 (as per pif) discrepancy noted in essure removal-in previous follow-up its mentioned that she had essure removed and in current follow up its mentioned that she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Pregnancy test urine - on an unknown date: results: negative. Ultrasound scan vagina - on an unknown date: results: see below where a confirmed a right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new events added- post procedural complication and metrorrhagia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (removed the essure in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. The device removal was performed around two years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, consumer experienced severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (removed the essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since have no valid lot number for this case, we were unable to conduct a review at the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. The device removal was performed around two years after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, consumer experienced severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.